Event description:
A peritoneal dialysis (pd) patient contact reported the patient was in drain 3 of 6 of treatment and had encountered an m31 air detected in cassette message warning, a notice: draining slowly and drain complication alarm. Fluid was seen inside the cassette module. The patient was assisted with cancelling treatment and was advised to follow up with their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event and stated a fluid leak had occurred after treatment was cancelled following the cycler alarms during drain 3 of 6 of treatment and as the patient opened the cassette door. The patient reported fluid leaked out from the cassette area and was noticed in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they discontinued treatment on the night of the reported event. The patient allowed for the cycler cassette area to dry out and the patient was able to resume treatment using the cycler the following treatment without further issue. The patient stated the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient was in drain 3 of 6 of treatment and had encountered an m31 air detected in cassette message warning, a notice: draining slowly and drain complication alarm. Fluid was seen inside the cassette module. The patient was assisted with cancelling treatment and was advised to follow up with their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event and stated a fluid leak had occurred after treatment was cancelled following the cycler alarms during drain 3 of 6 of treatment and as the patient opened the cassette door. The patient reported fluid leaked out from the cassette area and was noticed in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they discontinued treatment on the night of the reported event. The patient allowed for the cycler cassette area to dry out and the patient was able to resume treatment using the cycler the following treatment without further issue. The patient stated the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.